Manufacturer narrative:
Because the broken off screw fragment was not returned and the screw body remained in patient, the reported event cannot be confirmed and it was not possible to determine its root cause within this investigation. A review of the risk management file, revealed the following possible root causes: wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole. Incorrectly selected/ assembled implant/ instrument. Insufficient/too high bone quality. Wrong/ missing information. Reuse of single-use devices. Implant/instrument mix-up. Wrong/ missing functionality check. Improper implant placement (e.g. Arch bar, screw...). Too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage. Power tool usage for screw insertion (not qdm). Too much/ wrong compression/ torsional/ axial forces. Wrong rotational speed, unintended loads. Bone quality resulting in high torque. Improper blade disengaging. Collision with other implant or instrument; predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Powered screw insertion with right angled screwdriver. When evaluating the complaint history of all similar devices the root cause with the highest probability could be attributed to a torsional overload. Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
It was reported that during a procedure, a screw broke while being drilled into the cranium. The head of the screw broke off and the body of the screw remains in the patient. The surgery was completed successfully, and no adverse consequences were reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure, a screw broke while being drilled into the cranium. The head of the screw broke off and the body of the screw remains in the patient. The surgery was completed successfully, and no adverse consequences were reported.